Event description:
It was reported that erosion and infection occurred. It was also reported that there was high threshold on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg ICD, implanted: (B)(6) 2012; 694965 lead, implanted: (B)(6) 2005. (B)(4).